Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/25/2019.

Event description:
The customer reported unit alarms high pressure. There was no patient involvement.

Manufacturer narrative:
G4: 10feb2020. B4: 11feb2020. The harmony 2 valve assembly and the h2 blower/motor assembly was returned to failure investigation (fi) for evaluation. The visual inspection of the harmony 2 valve assembly bipap focus sleeve (flow) and h2 blower/motor assembly bipap focus sleeve (flow) valve did not reveal any signs of damage or contamination. The customer returned sleeve valve and blower assembly where installed into the fi test ventilator. The ventilator remained operational with no errors detected. This bipap focus harmony sleeve (flow) valve was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 04nov2019. Date of this report: 05nov2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer's field service engineer (fse) replaced the defective flow valve and blower to address the reported problem. The unit successfully passed the required performance verification test. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.